Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿ (B)(4).

Event description:
The 284002 fms vue pump shoulder scope, no patient harm, less than 15 minute delay, surgery completed with another fms pump. Fill chamber kept filling leaking water into the pump.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center and evaluated. Per service manual operational and diagnostic analysis does not confirm the reported issue (fill chamber kept filling leaking water into the pump). The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. Replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. The root cause for the defect was undetermined. The device was fully repaired. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).